Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused by the ethernet cable. A field service engineer replaced the ethernet cable to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had an issue with the device not communicating with the network. The customer reported an issue occurred which resulted in patient harm. There were no adverse events or injuries reported based on this incident.